Event description:
Implant didn't achieve osseointegration, immediate implantation, pain, mobility. Patient is a grinder. She didn't wear mouth guard. 2022 1174, 2022 1175 and 2022 1176 are the same patient.